Event description:
It was reported that during a total knee arthroplasty (tka) procedure the surgeon started the tibial resection and when they came back to complete the cut the sawblade was floating 4mm off of the cut medial surface of the tibia. The checkpoint on the tibia said okay. When the saw was in the tibial cut plane, the surgeon placed the pointer on the sawblade and it said 4.5mm anterior. When placing the pointer on the bone it said the previous cut was 0mm, indicating the arrays did not move. The surgeon recalibrated the saw blade, after which the blade returned to the correct cut plane. There were no patient consequences and no surgical delays. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
This product was reported in error. Depuy is not the manufacturer or supplier of this product. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. There was no evidence of "functional : loose attachment of the saw blade" - "the sawblade was floating 4mm off of the cut medial surface of the tibia" is a positional reference statement indicating that the saw blade's position was 4 mm different than what it was thought is should be based upon the plan--this is a robot determined position, not evidence of a loose saw blade. Both products appear to have been used without complications (no exchanges of products reported)--these are non product issues with respect to these two devices.